Event description:
"Ligasure machine used during laparoscopic splenectomy; disposable device attached. Splenic artery was sealed using machine and disposable unit. Md then noted blood on op, operative field. Pt required open abdominal procedure to tie off bleeding as original seal was broken.